Event description:
It was reported that the device triggered elective replacement indicator (eri). The prior device check had indicated more than year's longevity left on the device. It was noted that the ventricular capture management found high lead thresholds which increased the output thus increasing the current drain on the battery. The lead remains in use and the device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.